Event description:
The account alleged the patient fell out of the bed and the bed exit did not alarm. No information on if the patient was injured or not.

Manufacturer narrative:
The technician investigated and the account stated the nurse was outside of patient's room when she heard a noise from the room and looked inside the room to find the patient on the floor. The nurse stated she did not know if bed exit alarm was engaged. The technician could not troubleshoot due to the patient was still on the bed. The account stated that after removal of the patient they found the scale displayed an error. No further information is available on the repair of the bed at this time.